Event description:
Attempts were made to obtain additional information; however, no further information has been made available at this time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased shocking impedances over the last year and at the last follow-up appointment the impedances were out of range, greater than 125 ohms. Boston scientific technical services (ts) recommended minimum and maximum shocks to evaluate the lead. No adverse patient effects have been reported.

Event description:
Additional information indicates that this patient underwent a revision procedure as this lead was alleged to be broken. The patient received a competitor's lead. No further information was made available.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.